Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx 13 months post procedure, the sling material was visible through the urethra. The sling was removed on july 13,1998. Another graft was placed without incident. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials."